Event description:
Pt had full inflammatory response at site of collagen injections more than a year after the collagen was injected. Two different general practitioners prescribed penicillin and amoxicillin. Pt was seen by a dermatologist who diagnosed "foreign body reaction due to collagen in the skin". Pt recently had plastic surgery to correct scarring to right nasolabial fold.